Event description:
(B)(4). Essure device was covered by insurance, (B)(6). The three month check up was not covered as I was not insured at that time. My bleeding progressed to heavy bleeding, every other week for an entire week. This did not stop until I experienced heavy bleeding for a full month, which lead me to go in to the ER. I scheduled a "dandamp;c" and ablation to help with the bleeding. I have also experienced low back pain, painful cramping, depression, anxiety, foggy brain, headaches. All of this started after I had the essure implanted.